Manufacturer narrative:
(B)(4). Date sent: 11/18/2016. Batch # (B)(4). The analysis results found that the tcr75 reload was received in good visual condition and with the proximal 33 drivers up without staples and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and it was tested for functionality with a test instrument. The device fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # n5577g. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported by the affiliate that during an unknown procedure, when the surgeon fired the linear cutter to tissue, they found the reload stapler formation in the distal part had failed; leading to leakage. Then they used the same reload immediately to control the leak. There were no adverse consequences for the patient reported.